Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the image was flickering due to a printed circuit board failure. In addition, there was a bad video socket, the picture in picture (pip) functionality did not work due to a bad harness and connector, and the top cover, front panel and feet needed replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation. There was no complaint. During inspection and testing, the image was flickering. There was no harm or user injury reported due to the event.